Manufacturer narrative:
Analysis of the returned genesys hydrothermablation endometrial ablation system revealed that there were no alarms, error message and skipped procedure step was observed during the test. The unit passed the functional feature test. As the reported problem was not duplicated during the testing of the genesys console, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complaint, before the seal integrity test is completed the machine skipped directly to cooling phase of the procedure. The procedure was successfully completed using the same device and a second procedure set. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complaint, before the seal integrity test is completed the machine skipped directly to cooling phase of the procedure. The procedure was successfully completed using the same device and a second procedure set. There were no patient complications as a result of this event.